Event description:
It was reported that during a da vinci-assisted surgical procedure, the round tip scissors instrument was damaged. The wire of the instrument was coming out. The procedure was completed robotically with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wire was possibly broken. There was no impact to the patient. There was one cable visibly protruding from the distal end of the instrument. The customer is unsure if the protruding cable was the one that controls the opening/closing motion of the jaws or the up/down motion of the wrist.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The round tip scissors instrument was analyzed and was found to have a frayed pitch cable at the clevis hub. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.